Event description:
It was reported that the patient experienced chronic atrial fibrillation (af). The implantable pulse generator (ipg) exhibited undersensing of premature ventricular contractions (pvc)s. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.